Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18481. It was reported the pt's pns system (off-label) is not relieving her pain. The pt indicated she was involved in a motor vehicle accident and her leads migrated. The leads were not broken through the pt's skin, however, the pt is in pain. Surgical intervention was undertaken and the pt's scs system was explanted.